Manufacturer narrative:
The investigation for the reported pump stop has been completed. On the third day of impella cp support, the pump stopped with red alarms on the automated impella controller. An "impella defective" alarm was noted. They could not restart the pump after multiple attempts. The pump was explanted as a result. The root cause of the pump stop was not determined because the product and logs were not returned. D.4 revised unique identifier (UDI) # as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12515. E.1 revised first name, last name and address line 1 as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12515. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12515 as it is unknown the initial reporter also sent the report to the FDA. G.1 revised manufacturing site address line 1 and 2, city and zip code as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12515.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a red alarm and then the pump stopped. The team attempted to restart the pump several times without success. The aic was not exchanged. The decision was made to explant the pump as the patient was stable. There was no reported harm.